Event description:
It was reported that device embolization and death occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted after meeting release criteria. On (B)(6) 2021, the patient was discharged home. On (B)(6) 2021, the patient reported leg weakness and paralysis of his lower legs. The patient was readmitted and after workup the device was found to have embolized to the abdominal aorta. The paralysis/weakness was attributed to the device embolizing and clotting of flow at the iliac. On (B)(6) 2021, the patient underwent surgery to remove the device. On (B)(6) 2021, the patient died from complications from the surgery to remove the device. This event was further reported via medwatch (B)(4). It was further reported that post surgical removal of the closure device, the patient was transferred to the medical intensive care unit with worsening condition and comfort care was put into place.

Event description:
It was reported that device embolization and death occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted after meeting release criteria. On (B)(6) 2021, the patient was discharged home. On (B)(6) 2021, the patient reported leg weakness and paralysis of his lower legs. The patient was readmitted and after workup the device was found to have embolized to the abdominal aorta. The paralysis/weakness was attributed to the device embolizing and clotting of flow at the iliac. On (B)(6) 2021, the patient underwent surgery to remove the device. On (B)(6) 2021, the patient died from complications from the surgery to remove the device.